Manufacturer narrative:
Impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that an overstitch sx after about 15 minutes the device came loose from the scope. On (B)(6) 2024 the physician report that after 15 minutes into the procedure that the device came loose from the scope and that the procedure was cancelled due to no time to restart the procedure. The patient had to reschedule the procedure the date unknown. The patient was sedated with general anesthesia (propofol). There were no patient complications as a result of the event.